Event description:
It was reported that a monarc subfascial suspension hammock was implanted in the plaintiff to treat her pelvic organ prolapse. Date of implant was not reported. The plaintiff's attorney alleges that, as a result of the implanted mesh the "plaintiff was caused, and in the future will be caused, to suffer severe personal injuries, pain and suffering, severe emotional distress," and other damages. It was further alleged that the mesh has "caused severe and irreversible injuries, conditions and damage," and that the plaintiff has "sustained permanent injury, will likely undergo corrective surgery, and has endured impaired physical relations."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.